Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "dark mark on screen - as if burned," which was observed during evaluation. Evidence of impact damage was identified, and the keypad and lcd display were replaced to correct the condition. No evidence of burn damage was found. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the burn damage related to the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-11826 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a dark mark on the scren as if burned during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.